Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.

Event description:
Caller indicated the glucocard 01 meter was giving variable readings. Child came to nurses office to test. First test at 11am was "lo", nurse then tested with a different meter and got a reading of 373. Within 10 minutes of the first reading retested with the glucocard meter again and got 364. The patient was then given an insulin shot per his doctor. Controls not used. Replacing product.